Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose (bg) level was "high", although a specific value was not given. At the time of troubleshooting customer had taken no action to address bg. Reportedly, the customer continued to use the pump for insulin therapy.